Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2020-00136 ; 1627487-2020-01760. It was reported the patient was experiencing ineffective stimulation due to migration; therefore the patient had his lead explanted and replaced. Therapy was restored.